Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A center director reported that the laser stopped at 18% complete of a lasik procedure on a patient's left eye. The laser would not restart. The laser would not print a treatment sheet but treatment was used on the treatment card. Patient is hoping to have treatment completed as soon as possible.

Manufacturer narrative:
During an onsite visit, the fse (field service engineer) was able to duplicate the reported event. To fix this issue, the fse replaced the scanner and successfully completed system verification to specification. Logfile review can confirm break at 18% during treatment due to an error, time out scanner. Without sample, the root cause could not be determined conclusively. Most possible root cause could be a faulty scanner. (B)(4).